Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage advisory alarm while connected to the mobile power unit (mpu) was not confirmed as the alarm was not observed in the submitted log file. The submitted log file contained approximately 1 day of data (18oct2022 ¿ 19oct2022 per the timestamp). The data in the log file did not indicate any issues with the mpu. No atypical alarms were observed in the log file. The mpu was not returned for analysis. Additional information provided communicated that the alarm resolved. No equipment was exchanged, and no products will be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarm was resolved. The equipment was not exchanged and did not return to abbott.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a single low voltage advisory alarm when connected to the mobile power unit (mpu). It resolved after switching to the battery and back to the mpu.